Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify missing segments or partial display anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had button error. Customer's blood glucose level was 166 mg/dl. Customer reported that the buttons are not responding. Customer cannot read the insulin pump screen and insulin pump was not functioning as designed. Customer stated that the buttons are hard to push and the battery life was not as it used. Customer reported that the screen was polarized. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.